Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a manufacturing representative (rep) is with the patient today. The rep interrogated the ins and it showed full the patient stated the ins was completely dead yesterday and she was able to fully charge. The rep provided the following charge stats from their clinician programmer: typical duration 2.8 hours typical interval 13.2 days typical coupling 8 4/9 2019 5.3 hours 100% 3/26 2019 2.3 hours 100% 3/26 2019 - .4 hours 50% 2/18 2019 6.1 hours 100% 1/28 2019 2.8 hrs 100% 1/17 2019 0hrs 100% the patient was put on speaker phone during the call and claims the ins dies every two days and this has been going on for a while now (multiple years), but the patient stated she is just getting to it now because she is a single mom going through a divorce. The patient has her leads in the brain (this if off label). The rep provided settings for a recharge estimate, but did not run therapy/electrode impedance because the patient's leads are in the brain and the caller stated she had a situation with another patient were he also had leads in the brain and the patient experienced discomfort when the impedance test was done (previously documented). The patient's current setting and interval estimate are: 6.0v 180usec 40hz 1000ohms 24-7 23-27 days (eol-bol) @ 500ohms 14-17 days (eol-bol) it was reviewed that it is difficult to give a detailed estimate without the group impedances. It was also reviewed that the patient's recharge interval shortens over time and that is a normal function of rechargeable battery. The rep was advised to have the patient keep a charge log for some weeks and have the rep meet back with the patient to evaluate and pull the file. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was charging too often. The patient reported she was having ¿trouble with the battery.¿ the patient clarified that the ins was not holding a charge well and she needed to charge more often. No patient symptoms were reported. The patient was working with her pain management physician. No further complications were reported/anticipated.